Manufacturer narrative:
The complainant was unable to provide the device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on an unknown date. According to the complainant, after the cre wireguided dilatation balloon was used on the procedure, a biopsy forceps was inserted into the egd scope but it was unable to go through the scope. A lot of pressure was used to push the biopsy forceps through the scope; however, it was noted that a piece of black plastic debris was jammed and eventually pushed out of the scope. It is unknown on how and the piece of black plastic debris was retrieved. The black plastic debris may be the exit marker from the cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.